Event description:
Caller reported a cartridge alarm issue, which resulted in a blood glucose level displayed as "high," though the specific value was unknown. There was no adverse impact to the customer's blood glucose level. To address the high blood glucose level, the customer administered a correction bolus via the pump. The customer required no third-party assistance and continued using the current pump for backup therapy with no use of fsl2+ sensors. Technical support planned to replace the pump, which was under warranty, and provided instructions for returning the defective pump. The customer was informed that the replacement pump would include updated software and acknowledged the need to program new settings and connect their continuous glucose monitor (cgm) to the replacement. The pump was set to be delivered to a confirmed shipping address with a required delivery signature.